Event description:
It was reported that during an unknown procedure, when turning in the healicoil, it broke just above the tip. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.75mm healicoil regenesorb sa anchor system, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Numerous threads of the anchor have been broken off and were not returned for examination. One of the inserter tines has been broken off and the other is bent and twisted. The condition of the device indicates it was subjected to excessive force during insertion. Per the instruction for use (IFU 10601068) use of excessive force during insertion can cause failure of the anchor or the insertion device. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.